Event description:
Service rep found during testing that the unit showed that the pads were attached to the pt when they were not. Also service rep found that when the pacer setup key was pressed, the unit would begin charging. No reported pt involvement. The device was repaired and proper operation confirmed.